Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit (type unknown), the patient suffered unknown injuries (date/s of onset unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.